Manufacturer narrative:
(B)(4). 510 (k) # of similar product code of 828831: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
Probe shows minus scores. Please look why the probe dont work correct. They implanted another probe which works fine. Per affiliate: did this event occur intra-operatively? No. Did the reported event cause any delays in the procedure or surgery over 30 minutes? No. What action was taken to resolve the issue? Used a new sensor. Were there any adverse consequences to the patient? No.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of manufacturing records was performed and found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the epoxy adjoining the case and catheter was discolored. There were minor bends along the catheter body. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported. Issue. The instrument functioned as intended. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). It was previously reported that the device would not be made available. The device was subsequently returned for evaluation. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.